Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump continued to alarm lost sensor. Customer's blood glucose was 8.8 mmol/l. Troubleshooting was performed and it was not the insulin pump was not receiving data from the transmitter. The sensor was fully inserted against the customer's skin. Troubleshooting wasn't completed as customer removed the sensor from customer's body. Customer then stated it appeared as a piece of the sensor might have stayed in the customer's body because there was a little of it on the customer's skin. Customer was advised to return the sensor for analysis, customer agreed.